Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was originally reported by the clinic that laser flap was not fully cut and surgeon was unable to lift the flap. Visx treatment was not performed in both eyes. Patient returned on (B)(6) 2015 for photorefractive keratectomy in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x .00 x 90, left eye pre-op 20/20 -1.00 x -.25 x 125. Bcva from (B)(6) 2015: right eye post-op 20/20 .25 x -.50 x 25, left eye post-op 20/20 -.25 x .00 x 90. Patient presented at the 1 month post treatment with epithelial ingrowth in the inferior flap edge area of the right eye where the original flap was cut. Surgeon reported that he is not lifting the flap to irrigate and will monitor.